Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis, observed on nasally on a pt left eye one day post lasik treatment. Reporter indicated pt placed on increased topical steroid eye drops. Additional information has been requested.